Event description:
Ccu rn noted "high pressure" alarm on iabp with blood in the helium line. Iabp was removed and given to the perfusionist for inspection. After pushing saline back into balloon, was unable to find source of the leak. With manual pressure and fem stop, hemostasis was achieved. Pt remained stable.